Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check belt messages.